Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's pump is suspending, but they are declining it. Customer's blood glucose level was 216 mg/dl and their sensor glucose reading was 40 mg/dl. Troubleshooting was performed and customer was advised to monitor their sensor glucose performance. Customer's father stated that the customer may have done calibration after playing baseball. Customer was shown how to turn off the sensor and how to turn it back on in the morning. Customer's father stated that he did not know how to charge the transmitter. Customer's father was advised to follow the customer's health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.